Event description:
It was reported by user facility medwatch# (B)(4) during an operative hysterectomy, resection of endometrial polyp, operative laparoscopy, resection of bilateral partubal cysts, myomectomy procedure, the doctor was using a 5mm trocar. The trocar leaked co2 from the top hole where the instrument can be inserted. The leaking caused an inability to keep a pneumoperitoneum.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).